Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient¿s nurse described the area as little red bumps on lower left side likely due to a gel leak from the belt. It's unclear if the nurse who spoke with support services applied any creams or ointments to the rash. Reporting out of an abundance of caution. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.